Event description:
A malfunction code, malf 16, was reported for the pump, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The pump was confirmed to be within warranty, and the customer was informed about the replacement. The customer was advised to use multiple daily injections as a backup therapy and was given instructions for returning the faulty pump to tandem.